Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
It was reported by the rn that during intra-aortic balloon (iab) therapy in the ICU a blood detected alarm was generated. When the manufacturer's representative called the customer, the customer stated that there were no signs of blood. There was troubleshooting of the device. Ultimately the intra-aortic balloon pump (iabp) was changed and therapy continued. There was no injury or harm to the patient.